Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain affecting her quality of life") and uterine haemorrhage ("abnormal uterine bleeding / frequent bleedings") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4 pregnancies), parity 4 and smoker (20 cigaretts per day). In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) with abdominal pain, uterine haemorrhage (seriousness criteria hospitalization and intervention required) and menorrhagia ("menstrual cycle altered (abundant menstrual bleeding)") and was found to have quality of life decreased ("chronic pelvic pain affecting the quality of life"). The patient was hospitalized from (B)(6) 2018. The patient was treated with ibuprofen, paracetamol and surgery (total hysterectomy and bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia and quality of life decreased outcome was unknown. The reporter considered menorrhagia, pelvic pain, quality of life decreased and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation: on (B)(6) 2018: normal hepatic and renal function; normal coagulation parameters. Ultrasound scan vagina: on (B)(6) 2018: retroverted uterus, normal size and morphology, homogeneous trilaminar endometrium, both ovaries normal, douglas space free. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records of device removal received (admission on (B)(6) 2018), with diagnoses of chronic pelvic pain affecting quality of life and abnormal uterine bleeding (previous events amended accordingly) and admission history of continuous abdominal pain and menstrual cycle changes in the form of abundant menstrual bleeding (requiring hysterectomy). Patient with essure since 2013, smoker (20 cigarettes a day), g4p4. Medical history, lab data and patient¿s age and treatment drugs were added. Transvaginal echography was without relevant findings. The device was removed on (B)(6) 2018 by total hysterectomy with bilateral salpingectomy via laparoscopy. After adequate postoperative course, patient was discharged on (B)(6) 2018. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("continuous abdominal pain") and genital haemorrhage ("frequent bleedings") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual cycle altered"). The patient was treated with surgery (uterus and fallopian tubes were removed). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and menstrual disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain affecting her quality of life") and uterine haemorrhage ("abnormal uterine bleeding / frequent bleedings") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4 pregnancies), parity 4 and smoker (20 cigarettes per day). In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) with abdominal pain, uterine haemorrhage (seriousness criteria hospitalization and intervention required) and menorrhagia ("menstrual cycle altered (abundant menstrual bleeding)") and was found to have quality of life decreased ("chronic pelvic pain affecting the quality of life"). The patient was hospitalized from (B)(6) 2018. The patient was treated with ibuprofen, paracetamol and surgery (total hysterectomy and bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia and quality of life decreased was resolving. The reporter considered menorrhagia, pelvic pain, quality of life decreased and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2018: normal hepatic and renal function; normal coagulation parameters. Ultrasound scan vagina - on (B)(6) 2018: retroverted uterus, normal size and morphology, homogeneous trilaminar endometrium, both ovaries normal, douglas space free. Most recent follow-up information incorporated above includes: on 21-feb-2019: aemps number confirmed (B)(4). Information provided by consumer: batch number was not available. After essure removal, she was convalescent for some time and was feeling better at report date (outcome of events updated to recovering). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.